Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tmvr procedure with a 29mm sapien 3 ultra resilia valve in a non-edwards right, resistance was felt during insertion of the 29mm commander delivery system into the 16fr esheath+. A few attempts were made to advance the devices, but the team was unable to, to it was decided to remove the devices and use a new device. Upon removal of the devices, the 16fr esheath+ was noted to be kinked with the valve strut penetrating the distal portion of the wrap. The second system was prepped, and the 29mm sapien 3 valve was successfully deployed in a favorable position. The patient was stable and went to recovery.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of frame damage was unable to be confirmed based on unavailability of imagery and device. However, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. As such, available information suggests procedural factors (excessive device manipulation, high push force) likely contributed to the event as multiple attempts were made to advance the delivery system and the valve strut penetrated the distal portion of the esheath+. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.